Event description:
Hill-rom received a report from the accounting stating the brake not set alarm was not working and the brakes were not holding when set. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the brake switch broken and the caster supports were cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The tech replaced the brake switch and all 4 brake casters to resolve the issue. Based on this information, no further action is required.